Manufacturer narrative:
Product analysis: it was confirmed that the lower display was not displaying properly. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was blurry. The epg was returned for service. There was no patient involvement.